Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer used food to treat. The customer stated the drive support on their pump was flush. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported a high blood glucose incident that resulted in emergency medical assistance and air bubbles in the infusion set. Customer also reported getting a displayable history crc check failed on startup alarm. The insulin pump will be returned for analysis.